Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, the air gas module was replaced. The air gas module was not received since it was kept by the customer, but a report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The failure was confirmed in received device logs. We could trace back the reported problem to september 8, therefore the date of event was determined as (B)(6) 2020. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It ws reported that the gas module of the ventilator contaminated with water which led to failing internal leakage test during pre-use check. The ventilator was connected to compressor. There was no patient involvement. (B)(4).